Manufacturer narrative:
Investigation summary a series of photos were shared by customer, where customer is indicating on a blue circle the defective area, where an unknown fluid is observed coming from inside the female luer's threads, no additional damage or anomalies are observed. One (1) used. List #am3127, connected to an used. List #unknown, extension tubing with filter and clave and one used. List #unknown, yellow extension tubing with filter and clave were returned for evaluation. As received no physical damage or anomalies was observed. The sample was tested according to procedure and a leak from between adaptor and nanoclave manifold body's thread was observed, no additional leak was observed along the set. A device history record lot # review could not be conducted because no lot number(s) was/were identified. Complaint of leaks can be confirmed based on the physical used sample evaluation. The probable cause was due to an incomplete insertion during manual process assembly in ensenada.

Manufacturer narrative:
D4 and h4 the lot#, expiration date, and manufacture date are unknown. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Event description:
A complaint was received regarding a 11" (28 cm) appx 1.1ml, smallbore ext set w/3-port nanoclave¿ manifold, check valve, clave¿ clear, luer lock that experienced leakage. The reporter stated that they had encountered leaking from the exact spot of where the collar bonds onto the extension set of the set while they were infusing lipids. It was also stated that the only difference was they were unable to spin the collar and it was just leaking. It was also stated that it was used throughout the night after hanging fluids. The event date occurred on (B)(6) 2025 during infusion. Sample photo was provided showing the defective product that leaked. Thus, there was patient involvement, no human harm and there was delay in therapy reported.